Event description:
On (B)(6) 2018, pt had flowonix prometra ii intrathecal pain pump implanted at (B)(6) hospital, (B)(6). On (B)(6) 2018, pt was emergently admitted to (B)(6) hospital in (B)(6) for immediate explant of pump and pump catheter for septic symptoms. Pump and catheter, and abscess cultured, results revealed mycobacterium goodii, a pathogen most commonly associated with implantable devices. Pt remained hospitalized on antibiotics for 2 weeks. Route: intratracheal; dates of use: (B)(6) 2018 ¿ (B)(6) 2018; diagnosis or reason for use: postlaminectomy syndrome; is the product compounded? Yes; is the product over-the -counter? No.